Event description:
While using a cavitron 300 series g310, they allege that they have inconsistent water flow and the handpiece is heating up; no injury resulted.

Manufacturer narrative:
There has been a previous report received where lack of water flow has caused an overheating insert. Since an overheating insert could necessitate medical/surgical intervention to preclude permanent damage to a body structure or permanent impairment of a body function, this malfunction would be likely to cause/contribute to a serious injury should it recur. As such, this event meets the criteria for reportability per 21 cfr part 803. The device is available for evaluation, though has not been returned as of this report. Evaluation results will be submitted as they become available.

Manufacturer narrative:
Within warranty? No. Notes: (B)(6). 6/5/2025 hpc lot # - 12220 03250. St/hp lot # - 202405 202503. (B)(6) the hpc harness clear tube was kinked, thereby restricting water flow, causing the hp/st to heat up. The insert is stuck into the st/hp due to the hp not getting water, the hpc connectors are rusted, causing intermittent vibrations. Built up heavy debris in the water hose. Damaged parts have been replaced, the unit have been repaired, calibrated and tested to factory's specs. No other faults were found.